Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead exhibited oversensing of noise leading to inappropriate anti-tachycardia pacing (atp). A rv lead fracture was suspected. A revision procedure was performed where the entire system was explanted. During the procedure the patient's blood pressure dropped considerably and the patient's chest was opened. Following the procedure the patient was stable. No additional adverse patient effects were reported.